Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error alarm. The customer's blood glucose value was 115-116 mg/dl. The customer stated that he changed his battery 7 times since yesterday. The customer stated that the alarm occurred during normal use. The product was returned for analysis.